Event description:
A 3.0mm diameter x 12mm length endeavor sprint rapid exchange (rx) drug-eluting coronary stent was deployed into a pt with no issue reported. During procedure the pt received one other 3.0mm diameter x 12m length endeavor sprint rx (MFR# 2953200-2010-01743) and one other manufacturer stent. However, it was reported that approximately 2 weeks after procedure, the pt developed an allergic reaction with rash covering most of her body. Communication from the field confirmed that the pt was allergic to metal. The pt was hospitalized and no other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: allergy to metal. Known allergy to metal. Reaction. Conclusion/results: use of this device is contraindicated in pt with a known hypersensitivity to metals.